Event description:
I had a boston scientific precision spinal cord stimulator implanted in 2015 after getting relief at the trial. The implant never worked the way the trial did, and in about 2017 the skin above the battery pack would get really hot even if it wasn't charging. I felt shocks that felt like being shocked with a cattle prod. That electric feeling would go all the way down my left leg. So I stopped charging it and using it. I had to be careful how I sit because the battery pack would almost flip around. Two days ago I finally got it removed after almost 9 years. I would like to report my experience for others to be aware that these things do fail. They do cause issues. Be informed about all the risks before making their decisions.